Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed at which time the lead was tested via pacing system analyzer (psa) and loc confirmed with high out-of-range pace impedance measurements. The lead was also checked under fluoroscopy and a fracture was confirmed at the level of the left subclavian. The lead was surgically abandoned and replaced. No adverse patient effects were reported.